Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6) 2020 was 165 mg/dl. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to a low blood glucose (bg) level of 23-38mg/dl and a seizure. A glucagon injection was administered, and customer was treated with intravenous fluids while admitted to the hospital. Customer was released from the hospital on (B)(6) 2020 with bruising due to the seizure. Customer did not sustain any permanent damage. The cause for the reported low bg level was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.